Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vasoview hemopro endoscopic vessel harvesting system cracked down the middle in the back (closed part) so that only half would advance to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the c-ring was split in half. Half of the c-ring and the scope wash tubing, were received separate. The entire tubing was present and was straight. The device was bloody. Based upon the visual observations, the reported complaint for "c-ring split" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).